Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that keypad ok, up, and down button presses did not activate desired pump functions. After the unresponsiveness issue began, the patient claimed that the keypad peeled off. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the down and ok keypad symbols were worn and the keypad rubber was peeling from the ok key to the up arrow near the bolus button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok, down and up keys were intermittently unresponsive and the contrast button responded appropriately. There was evidence of keypad contamination found under the key contacts and the ok key contact was found to be inverted. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.